Event description:
It was reported that the unit was defective. It was further reported that the image was fuzzy.

Manufacturer narrative:
Additional information will be provided once the investigation is completed.